Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. It was noted that the pacing impedances increased abruptly. The health care professional suspects that the lead is fractured. Additionally, there was a stored signal artifact monitoring (sam) episode in which there was noise that was being oversensed by the respiratory rate trend (rrt) sensor. It was noted the patient felt palpitations. Subsequently, this ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.